Event description:
Customer's mother reported via phone, the insulin pump had alarmed button error. Customer had finished administering a bolus when the device alarmed. Customer's blood glucose was 260 mg/dl. Customer's mother stated she didn't recall any significant event but in the past month the customer has been having issues with no deliveries. No delivery alarm issues have occurred four to five times in the past month. Customer's mother mentioned the customer had high blood glucose of 500 mg/dl. Customer also woke up feeling nauseous and had moderate ketones but was corrected with a complete set change. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad trace. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test and verify no delivery alarm due to button keypad anomaly. The insulin pump had a cracked case at display window corners and cracked reservoir tube lip.